Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (40 mg/dl). Customer fell and fractured collar bone. Customer consumed carbohydrates to address low bg. Customer was admitted to the hospital to treat the fracture; no treatment was provided for low bg. Customer was discharged the same day. Customer did not know if there was any permanent damage. Cause of low bg was not known. Customer's bg meter was not functioning and did not alert customer of low bg. Customer did not observe any issues with the infusion set or cartridge. There were no pump alerts or alarms. Recommendation was made for customer to discuss the event with their healthcare provider.